Event description:
It was reported that protector p50j had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter in expansion chamber. According to the customer's report, after attaching the protector to endoxan, the hcp found an fm in the expansion chamber and thus stopped using this affected product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-30. H6: investigation summary: one protector attached to a vial was received. After the visual inspection, it is noticed a brown foreign matter within the expansion bladder. The foreign matter was a milky white substance, and a silver-colored substance with a metallic luster was also found on the surface of the foreign matter. In addition, as a result of microscopic observation, the foreign matter was composed of a substance that does not easily transmit light. A fourier transform infrared spectroscopy analysis and a qualitative test of elements by energy dispersive x-ray analysis was performed to clarify the origin of the foreign matter found, after both tests it can be concluded foreign matter was mainly composed of a substance having an ester bond and a styrene skeleton, and also contained a silicic acid compound and titanium oxide. The silvery substance on the surface of the foreign matter was presumed to be an iron-chromium-nickel alloy (stainless steel). A device history review was performed for lot 2006128, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause, particles found inside the bladder from the protector are coming probably from the covering of the sealing plate in charge of the sealing process between the film and the bladder from the assembly machine. We have notified manufacturing personnel of your experience to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that protector p50j had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter in expansion chamber. According to the customer's report, after attaching the protector to endoxan, the hcp found an fm in the expansion chamber and thus stopped using this affected product.